Manufacturer narrative:
Additional information was received that the reason for ipg replacement was patient's preference. The patient wanted to have her system upgraded. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient underwent an ipg replacement procedure for unknown reason.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent an ipg replacement procedure for unknown reason.